Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the cause of the infection was not determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer (con) stated that the pump was explanted on (B)(6) 2021 because "about six months prior to the pump being explanted, the pump started coming out of my body through my skin, it "kind of fell out of my body". The patient stated that they could see it coming through the skin and they could tell it was coming out. The patient mentioned that they were addicted to the pump meds for twenty-three years and they went through hell trying to get off them. The patient stated that the managing physician sent the patient to the emergency room (ER) due to his heart going crazy after explant and once he got there, he was feeling better so he left against medical direction and because of that the managing physician would not respond to the patient. He went through horrible withdrawal with no help from the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a company representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable infusion pump receiving dilaudid (hydromorphone) with a concentration of 9.5 mg/ml and a dose of 12.2 mg/day and bupivacaine with a concentration of 10.6 mg/ml and a dose of 1.3 mg/day for pain. It was reported that the pump was explanted on (B)(6) 2021 due to pocket erosion, hcp suspected infection. There is no environmental factors that have led to the issue. Patient was monitored for 2 months to see if the would heal on its own. It was mentioned that it did not heal so hcp decided to explant the pump. The issue was resolved at the time of the report. Patient status is live no injury.